Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump had a blank display. She did not know her blood glucose at the time of the call. She said that the battery went dead and did not give an alarm and has been having battery issues ever since. The customer said that the night prior to the call, she took the battery out for a couple hours to see if that would restart the pump but the pump still would not work. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. Unable to complete functional test due to missing retainer. No unexpected blank display noted during testing. The power management tool confirmed low battery alarms were triggered when backup battery loaded. Voltage was less that 3.5volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratched lcd window, stained keypad overlay, missing retainer and missing reservoir tube o-ring.